Manufacturer narrative:
The complaint investigation for a falsely elevated alinity I stat high sensitive troponin-I result included a review of complaint text, a search for similar complaints, trending data, labeling, device history records, and testing of retained reagent kit of the complaint lot number. Return testing was not completed as returns were not available. Accuracy testing was performed using panels, which mimics patient samples, and an in-house retained kit of lot 61507ud00, stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. A search for similar complaints did identify an increase in complaint activity for lot 61507ud00, however, no product issue was identified. Trending review determined no related trend for the issue for the product. Device history record review did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency for the alinity I stat high sensitive troponin-I, lot number 61507ud00, was identified.

Event description:
The customer observed a falsely elevated alinity I stat high sensitivity troponin-I result for one patient. The following data was provided (customer¿s normal range is 0-51 ng/l):sample ID (B)(6) initial result was 70.8, repeat was 7.1 ng/l. The patient was recollected an hour later, and the result was 8 ng/l. The patient was recollected two hours later, and the result was 7 ng/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity I stat high sensitivity troponin-I result for one patient. The following data was provided (customer¿s normal range is 0-51 ng/l): sample ID (B)(6) initial result was 70.8, repeat was 7.1 ng/l. The patient was recollected an hour later, and the result was 8 ng/l. The patient was recollected two hours later, and the result was 7 ng/l. There was no impact to patient management reported.